Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the top cover lift shock was leaking oil. A field service engineer found that the small amount of oil leakage was observed from the top cover shock rams. The oil was cleaned up, the shocks were replaced, and no contamination was found anywhere. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, top cover lift shock leaking oil. There were no adverse events or injuries reported based on this event.